Manufacturer narrative:
This complaint has been recorded under (B)(4). Once investigation is completed a final/supplemental report will be submitted.

Event description:
It was reported that there was a damaged comb on the device. This device is used during production testing and carries no chance of being involved with patients. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This complaint has been submitted under (B)(4). Review of the most recent repair record determined that the device's comb was damaged. The comb was replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.